Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Three pictures were attached to complaint to use in the evaluation: the pictures provided per customer were revised and by visual observation leak was not detected, therefore per pictures the confirmation reported was not confirmed. One unit was received for evaluation; the returned unit was received in decontaminated condition and inside a plastic bag which was not its original packaging. The complainant returned units were visually inspected at 12 to 16 inches under normal conditions of illumination. No damages nor other workmanship defects were detected. One unit was test for leak by introducing water in the product. No leak was found; the colored water circulate through the unit without leak. By the physical evaluation of the unit, the complaint was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables was leaking. After turning on the product in the pre-use check, the customer noticed circulation water was leaking from it. No patient injury. The report indicated circulating water does not flow because the three lumen tubes are installed with a 90 degree offset from the manifold. When attaching the di-60hl of complaint product to the h-1000 and check that the circulating water does not flow. .